Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax at the right upper lobe which required chest tube placement and observation. The target nodule was 1.3 centimeters in size and located in the right upper lobe near the pleura. It was believed that the forceps extended too far and grabbed a small piece of the pleura. The potential pneumothorax was identified, and the procedure continued safely. An endobronchial ultrasound (ebus) was performed, and the anesthesiologist confirmed the pneumothorax. An x-ray at the end of the procedure confirmed the pneumothorax, necessitating the placement of a chest tube. The patient complained of chest pain and was placed under observation for 24 before being discharged. The physician reported that the pneumothorax was not ion-related and it would have likely occurred via another modality. There was no device malfunction associated with the event.